Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a leak. It was reported that during preparation of the steerable guide catheter (sgc), a loss of fluid column was noted. Multiple attempts preparing the sgc were done, however the issue did not resolve and the sgc was not used. There was no clinically significant delay in the procedure and no patient involvement.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, the cause of the reported leak/splash was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.na